Event description:
It was further reported that the helix would not retract.

Event description:
It was reported that the patient presented to the emergency room due to second degree heart block. It was also reported that the helix of the lead would not extend properly later causing a lead dislodgment. The lead was removed and was replaced with a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism (sleeve head) and in/on the helix/lobe mechanism. Visual analysis noted the lead had apparent explant damage.